Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the blower not running. The device will continue to ventilate on 100% oxygen. No patient harm.

Manufacturer narrative:
The manufacturer's field service engineer was unable to duplicate the reported problem.: there were no parts replaced by the manufacturer's field service engineer.